Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had numbness on his fingers and had trouble handling the infusion sets. Customer's blood glucose level was over 600 mg/dl. The customer treated his blood glucose level with a manual injection. The infusion set had a bent cannula. The device was not returned.